Event description:
The customer's husband reported via phone call that the customer was hospitalized due to high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose was in the 900 mg/dl range due to triglycerides. The caller stated that the customer's blood glucose was running high due to cortisone injections she had received for her back pain that may have contributed to high blood glucose. He stated that the customer was wearing the insulin pump at the time of hospitalization and was discharged 2 days later. The customer replaced the insulin pump due to a voluntary scroll wrap recall notice. The caller stated that there had not been any issue regarding the feature but requested replacement of the device. The customer's most recent blood glucose was 180 mg/dl.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.